Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient¿s fixture failed to osseointegrate and fell out. Reimplantation is planned but had not taken place at the time of this report.